Event description:
Customer reported a broken rotational brake handle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the handle. System operates as intended.